Event description:
It was reported that a patient was treated with a urethral bulking implant. It was reported that patient experienced exposed material. No further complications have been reported.

Event description:
It was reported that during a urethral bulking implant, the dr experienced needle extrusion that was removed during the intial procedure with irrigation. There were no pt complications associated with this occurrence which is addressed in the product labeling with instructions to remove extruded material with scope, push into bladder and retrieve with forcepts or allow material to be flushed out with irrigation. There is no pt injury associated with this occurrence when user follows labeling instructions. There was no occurrence of exposed/eroded material involving this pt as initially reported in the previous medwatch report which is the reason for filling this supplemental report.